Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc lost signal. During troubleshooting, the fse identified that the issue was due to the internal failure of flexvision pc, hdd and he found that the monitor was also defective. The fse replaced the entire monitor. The issue reoccurred after few days. The fse replaced hdd for flexvisionpc and reinstalled os and app, but the device had issues intermittently. To resolve the issue, the fse ordered a flexvision pc and replaced it in the subsequent case (smax ID: 0123027372). After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision monitor lost signal. There was no reported patient or user harm. A philips field service engineer (fse) replaced an hdd hard drive, installed flexvision firmware along with the flexvision application on the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.